Manufacturer narrative:
Additional information was received that the physician believed the reason for the ipg shift was due to patient's fall. There will be no further course of action will be taken as of this time.

Event description:
A report was received that the patient was experiencing soreness at the pocket site due to the ipg shifting. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing soreness at the pocket site due to the ipg shifting. The patient will undergo a revision procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two and a half years ago. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 14770752.

Event description:
It was reported that the patient had accidental fall and leads had moved or broken. It was noted also that patients spinal cord stimulator (scs) stopped working. The patient underwent a system explant procedure. The explanted device components were kept at the hospital.